Event description:
Drug/diluent: marcaine 0.5%. Fill volume: 400ml and flow rate: 14ml/hr. Procedure: arthroscopic knee surgery. Cathplace: medial side of right knee. Pump was filled on (B)(6) 2011 and attached to the patient at 8:30am that same day. Patient reported pain throughout the night, numbness at the insertion site and tingling in the mouth. On (B)(6) 2011, the patient went to the ER at (B)(6). The ER reported that the pump was completely empty, clamped, and set on "0". The patient and ER nurse reported that the pump was set to 14ml/hr initially, but that the emt/ambulance had set it to "0" and clamped it before the patient got to the hospital. It was also reported that the surgical dressing was entirely saturated when the patient came in and that the ER doctor had given the patient intralipids. Pump was filled on (B)(6) 2011 and attacked to the patient at 8:30am that same day. The pump was removed (B)(6) 2011 at approximately 10am. Date of event: (B)(6) 2011. Per dfu: labeled fill volume: 400ml. Maximum fill volume: 550ml. The flow rate: 2-14 ml/hr. Warning: "flow rate is adjustable. To reduce potential adverse effects, medication dosing should be based on the maximum flow rate. Flow rate may vary (B)(6)."

Manufacturer narrative:
Method - product is not available for evaluation and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. The directions for use (dfu), (B)(4), states warning: "flow rate is adjustable. To reduce potential adverse effects, medication dosing should be based on the maximum flow rate. The amount of medication over the therapeutic period and delivery time can vary by as much as 20% due to the flow rate variation. Please take this variance into consideration when determining medication delivery to reduce potential adverse effects. Results - the sample is being retained by the patient. Without the actual product, a complete analysis cannot be conducted. If additional information pertinent to this complaint or the sample is received, I-flow will submit a follow-up report.